Event description:
It was reported that the ventricular assist device (vad) patient was admitted for ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) provided shocks. The patient received drug therapy and was released. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) hw41444 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for ventricular tachycardia (vt). The patient received an implantable cardioverter defibrillator (ICD) shock three days prior to being admitted to the hospital for monitoring and was asymptomatic. After admission, the patient received an arrhythmia ablation procedure and was not sedated. The patient received a catheter and subsequently had hypotension post-procedure. Blood pressure medication was administered until the patient became stable. Additional information received indicated that the patient was treated with analgesic, beta blocker, diuretic, and heart failure and constipation medications. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias are a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of non-sustained ventricular tachycardia (nsvt). Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagu lant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an implantable cardioverter defibrillator (ICD) shock three days prior to being admitted for monitoring and was asymptomatic. After admission to the hospital, the patient received an arrhythmia ablation procedure and was not sedated. The patient received a catheter and subsequently had hypotension post procedure. Blood pressure medication was administered for four hours until the patient became stable.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - a4 weight in lbs: updated to include ¿294¿ - b3 date of event: updated from 2022-03-25 to 2022-03-20 as this is the date that the patient first experienced the ICD shock. - b5 desc evt problem: additional information received of ICD shocks prior to hospitalization, intervention, and hypotension. - b7 relevant history: medical history prior to vad received - d6 implanted date: updated to include date ¿(B)(6) 2020¿ - h6 patient codes (ime/annex e): updated to include code ¿e2321¿ - h6 imf (annex f) health impact: updated to include codes ¿f23¿, ¿f2301¿ investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with analgesic, beta blocker, diuretic, heart failure and medication used to treat constipation.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Additional information: - a1 pt. Identifier: updated from unk to hjb - a2 age at event: updated from 0000 to 00062 (years) - a2 date of birth: updated to (B)(6) 1959- b5 desc evt problem: updated to include additional medication(s) administered to the patient - d4 expiration date: updated to include date (B)(6) 2021- d4 serial #: updated from unk to hw41444 - d4 unique identifier (UDI) #: updated from asku to (B)(4)- d10 concomitant prod: updated to include additional devices (continued in h10) - h4 device mfg date: updated to 2019-11-12 concomitant medical products: 5076-52 ICD implanted (B)(6) 2016 6947m62 lead implanted (B)(6) 2016 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. A3. Sex: male b3. Event date: (B)(6) 2022, b5. Event description was updated to include the patient's secondary diagnosis of non-ischemic cardiomyopathy. H6. Patient ime code: e0606. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's discharge diagnosis was ventricular tachycardia and the secondary diagnosis was non-ischemic cardiomyopathy.